Event description:
The facility reported a colleague infusion pump which over-infused during bio-medical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump which over-delivered was not confirmed nor duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary.should additional information be received, a follow-up medwatch will be submitted.